Event description:
Pt was implanted with plates and screws for a lefort I maxillary osteotomy. Inverted l mandibular osteotomies and correction of nasal deviation in 2002. 15 days later pt developed a post-operative infection on the left side. During surgery the following month, hardware was removed (bilaterally), placement of drains r and l mandible (l side fracture at juncture of horizontal and vertical osteotomy cuts with large fragment of necrotic bones was removed).